Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated which made it difficult to charge. The patient underwent a revision procedure where the ipg was sutured inside the pocket. The ipg remains implanted and in service.